Manufacturer narrative:
Date sent to the FDA: 7/5/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2017 by dr. (B)(6) due to pain, discomfort, adhesion and recurrent hernia. No additional information was provided.